Event description:
Pt had bilateral gel breast implants placed approximately 1972. These were removed on this day secondary to rupture of both implants. Because of the date of implantation, no identifiers about implant type/make/model are available via gross pathology or past medical records.